Event description:
The patient developed stomach issues following implant of the device. He would feel nauseated while being programmed. He was given a bucket while the adjustments were made. The patient was told that part of the wire remained implanted, but his medical record report from his doctor states that everything was explanted. Additional information has been requested.

Manufacturer narrative:
(B)(4).